Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The allegation the patient went to the hospital for covid, and then he returned at home with o2 (oxygen) prescription during the day and the ventilator during the night. The patient conditions decreased; a filter was added to the ventilator. The patient went in a coma due a surplus of co2 (carbon dioxide). The patient died in the same month. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.